Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error and the screen had a red x mark. The current blood glucose was 123 mg/dl and unknown at the time of the incident. Customer reported that, during showering he heard a beeping and it would not stop. Customer reported that, they received a critical pump error image on the pump screen. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify critical pump error alarm due to blank display. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, missing display window cover, minor scratched lcd window, cracked battery tube threads and faded serial number label.